Event description:
On 7/8/1998 at 7:05 am two cnas had assisted resident to bedside commode. Sat resident down with no noted problems. The cnas turned their backs to the resident to remove soiled linen from the bed. At that time they heard a loud noise. The resident was lying on the floor, having hit desk leg. Resident was sent to ER with lacerations and large hematoma on right side of face. In evaluating incident the commode leg had telescoped up causing the commode to tip over. This resident had used the commode for five days with no noted problems. Further investigation revealed the latch on the leg does not always engage fully when the leg is adjusted. This writer was able to reproduce the events multiple times.